Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient had a pocket infection. The only symptom was an open wound; they had no pain or fever. The patient was seen in the clinic as soon as possible and a battery exchange was done. The stimulator pocket was moved to the contralateral side. It was unknown if the event was resolved at the time of the report. No device issues or further complications were reported or anticipated.